Manufacturer narrative:
Patient age and weight are unknown. The patient was reported be over 18 years old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on a male patient on (B)(6) 2011 (patient age and weight are unknown). According to the complainant, during the procedure, after attempting to deploy the stent several times, the guide catheter broke off the delivery system and remained attached to the stent inside the patient. The stent and attached guide catheter were removed together with a snare. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system and stent assembly were returned for evaluation. Visual evaluation of the device was performed. The stent assembly was found separated from the delivery system and free of damage. The suture was found detached from the push catheter and was not returned for evaluation. The suture hole at the distal end of the push catheter was found to be torn. The guide catheter assembly was noted to be stretched and broken near the proximal end. The broken, proximal section of the guide catheter was stuck on the returned guidewire. A kink (suture impression) was noted in the distal end of the guide catheter. The guidewire was completely retracted from the delivery system. The condition of the returned product indicates that the suture embedded in the guide catheter during the deployment activity and that force was exerted on the device during retraction of the guide catheter. The noted damage is most likely due to anatomical or procedural factors that occurred during the procedure (such as patient tortuous anatomy and maneuvering of the device). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, after attempting to deploy the stent several times, the guide catheter broke off the delivery system and remained attached to the stent inside the patient. The stent and attached guide catheter were removed together with a snare. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.